Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (SICD) received an inappropriate shock (IAS). Episode review was performed which showed the patient went into bundle branch block (BBB) around 110-120 bpm and oversensing occurred which resulted in the IAS. Technical Services (TS) suggested an exercise stress test to evaluate other vectors for sensing optimization. The system remains in service and no adverse patient effects were reported.